Event description:
It was reported that the patient experienced persistent spinal headaches and external leaking of cerebrospinal fluid two weeks following a pump and catheter implant. An epidural blood patch was unsuccessful in relieving the patient's symptoms. The catheter was found to be intact with the tip at the c7 level and no leaking was noted. The old silk tie was removed and two new silk pursestring sutures were used to tighten up the catheter at the spinal exit site. The report indicates that the patient recovered without sequela. The pump was used to deliver hydromorphone 250ug/ml with a daily dose of 199.87 ug. The pump also contained bupivicaine 7.3 mg/ml and droperidol 178ug/ml.